Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2026, before the patient went to sleep his mother took his bg meter reading which was 165 mg/dl while the cgm was in a brief sensor issue state."

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, before the patient went to sleep his mother took his bg meter reading which was 165 mg/dl while the cgm was in a brief sensor issue state. The following morning, the patient¿s mother tested the patient¿s bg meter reading and it was 35 mg/dl. The patient was also unresponsive. Ems was called around 7am. Once ems arrived, the patient¿s bg meter reading was 35 mg/dl and the patient was treated with a glucagon injection. After treatment, the patient¿s bg meter reading increased to 165 mg/dl and then decreased again to 120 mg/dl. Despite the improvement in the patient bg meter reading, the patient remained unresponsive. He was then transported to the ER. At the ER, the patient was monitored and unspecified tests were performed. The patient was discharged once stabilized (less than 24 hours). The patient was tired with his bg level within ¿normal range¿ at the time of report. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 5/29/2026, before the patient went to sleep his mother took his bg meter reading which was 165 mg/dl while the cgm was in a brief sensor issue state. The following morning, the patient¿s mother tested the patient¿s bg meter reading and it was 35 mg/dl. The patient was also unresponsive. Ems was called around 7am. Once ems arrived, the patient¿s bg meter reading was 35 mg/dl and the patient was treated with a glucagon injection. After treatment, the patient¿s bg meter reading increased to 165 mg/dl and then decreased again to 120 mg/dl. Despite the improvement in the patient bg meter reading, the patient remained unresponsive. He was then transported to the ER. At the ER, the patient was monitored and unspecified tests were performed. The patient was discharged once stabilized (less than 24 hours). The patient was tired with his bg level within ¿normal range¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, before the patient went to sleep his mother took his bg meter reading which was 165 mg/dl while the cgm was in a brief sensor issue state. The following morning, the patient¿s mother tested the patient¿s bg meter reading and it was 35 mg/dl. The patient was also unresponsive. Ems was called around 7am. Once ems arrived, the patient¿s bg meter reading was 35 mg/dl and the patient was treated with a glucagon injection. After treatment, the patient¿s bg meter reading increased to 165 mg/dl and then decreased again to 120 mg/dl. Despite the improvement in the patient bg meter reading, the patient remained unresponsive. He was then transported to the ER. At the ER, the patient was monitored and unspecified tests were performed. The patient was discharged once stabilized (less than 24 hours). The patient was tired with his bg level within ¿normal range¿ at the time of report. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).b5: describe event or problem - correction.h2: additional information.h6: device code- correction.h6: type of investigation - correction.h6: investigation findings- correction.h6: investigation conclusion- correction.h10: corrected data.